Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the touch screen was noted to be dark and nonfunctional. The procedure was not completed due to this event. There were no patient complications. This report is being submitted for the cancelled/aborted procedure.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the event is confirmed, as the field service engineer (fse) was able to replicate the display screen not turning on during onsite evaluation. It is probable that the display screennot working as intended is related to an electrical fault in the low voltage power supply (lvsp), as the replacement of the lvsp resolved the event. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device service history record review was completed. The review showed that the greenlight laser was installed on 12mar2014. The system was last serviced on 10nov2021. The greenlight laser was fully functional with no issues. Device technical analysis the product was not returned for analysis. However, the field service engineer (fse) evaluated the unit onsite. The fse found found that after turning on the device, the display screen did not turn on. Fse replaced the lvsp and confirmed the unit works as intended. The top cover was returned to the quality assurance laboratory, and the testing performed identified that the component performed within specifications. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the touch screen was noted to be dark and non functional. A replacement for the top cover and a field service engineer (fse) visit were requested. The procedure was not completed due to this event. There were no patient complications.